Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon device interrogation, the left ventricular (lv) lead exhibited failure to sense, which was noted in electrograms (egms), and loss of capture. The physician suspected that the lv lead was dislodged. An x-ray was suggested to confirm the lead dislodgement. No changes or interventions were reported. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.